Event description:
Ams rep reported on (B) (6) 2010, pt was scheduled for surgery on (B) (6) 2010. The physician will be removing the invance due to infection. Additional info received on 04/08/2010 indicates that the physician reported that the pt was leaking a little blood at the site of the wound and upon opening the wound, he found the mesh encapsulated very near the skin. A number of screws came out with the entire piece of mesh. He though it was caused by an undetected low grade infection. Pt was not re-implanted.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. The physician reported he found the mesh encapsulated and number of screws came out with the mesh, he thought was caused by infection. No device malfunction was reported, device was not returned to ams for analysis. Serial number not provided for lot history review.